Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ saf-t-intima was leaked.

Manufacturer narrative:
Corrected information: date of event: (B)(6) 2018 was changed to (B)(6) 2018.

Event description:
It was reported that bd¿ saf-t-intima was leaked.

Manufacturer narrative:
Correction: in section h.10 of the previously submitted MDR, sections d.1 and h.1 were incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: d.4 medical device expiration date. H.4 device manufacture date.

Event description:
It was reported that a bd¿ saf-t-intima leaked.

Manufacturer narrative:
Investigation summary: a lot number could not be submitted for this complaint, and could not be determined from the samples provided. Preventing our investigation team from conducting a device history review. However, our evaluation of the samples provided by your facility identified tubing damage that caused the leak. The damage had distinctive characteristics that indicate this issue is related to broken component at the automated swaging station which is responsible for tubing assembly. To address this issue our personnel have been retrained and the equipment repaired. The reported leakage was confirmed after evaluate the samples provided. Engineering team could not reproduce exactly the defect in the pvc tubing; nevertheless, we could related this defect using the machine with broken pin in manual tubing/adapter swedger equipment. However, process fmea 4797 and p-eura rm5942 were reviewed and there are proper controls in place to detect product malfunctions. Root cause is related with use of the machine with broken pin in manual tubing/adapter swadger equipment.

Event description:
It was reported that bd¿ saf-t-intima was leaked.